Event description:
A zoll distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, the power supply unit was defective. The cause of the resets is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply.